Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure for this pacemaker device, the right atrial (ra) lead was inserted into the device, noise presented on the ra channel. The physician reported an issue with the set-screw of the device. A different pacemaker device was implanted, and the noise could not be replicated. The implant procedure was complete. Besides surgical intervention, no adverse patient effects were reported. The attempted pacemaker device is expected to be returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Device settings were reprogrammed to nominal. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at nominal settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker device was an attempted implant. When the right atrial (ra) lead was inserted into the device, there was noise on the ra channel. The physician reported an issue with the set-screws of the device. A different pacemaker device was implanted, and the noise could not be replicated. The implant procedure was complete. Besides surgical intervention, no adverse patient effects were reported. Additional information: laboratory analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This report is being updated with additional information, due to patient hospitalization. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was an attempted implant. When the right atrial (ra) lead was inserted into the device, there was noise on the ra channel. The physician reported an issue with the set-screws of the device. A different pacemaker device was implanted, and the noise could not be replicated. The implant procedure was complete. Besides surgical intervention, no adverse patient effects were reported. The attempted pacemaker device is expected to be returned.